Event description:
It was reported that patient underwent a reimplant procedure of his inflatable penile prosthesis (ipp) due to original incision opened. Needed to remove and replace. Prior procedure 6 weeks ago. Additional information received. The dehiscence was located on the scrotum, where the penoscrotal incision was made. The incision was initially closed with absorbable sutures. The patient had a history of his body rejecting sutures from previous surgeries. The component were explanted and an antibiotic wash out was performed.